Manufacturer narrative:
(B)(4) d10: concomitant devices - nexgen option cemented femoral component size e left catalog #: 00576401551 lot #: 61452101, nexgen lps-flex articular surface size e 10mm catalog #: 00594705010 lot #: 61512042. G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent left knee patellar resurfacing to address anterior knee pain approximately fifteen (15) years following knee arthroplasty. No components were revised. Attempts have been made, however, no additional information is available.